Event description:
A nurse went to activate the safety cap on an eclipse needle and it broke causing her to sustain a needlestick injury. Nurse will be going for blood work.

Manufacturer narrative:
No product return is anticipated. Sample is not available due to contamination. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.